Manufacturer narrative:
The device was discarded rather than returning for evaluating. There is insufficient information to verify component failure or defect. It is unknown whether another group home member or staff actuated the release latches.

Event description:
During transfer of the patient from the chair, the transfer failed and the patient fell backwards into the chair. This resulted in the patient striking the backrest and the backrest disconnected allowing the patient to fall backwards and hit their head. They said they believe the backrest disconnected because it was unlatched, but they don't know by whom and when.

Manufacturer narrative:
There is insufficient information to verify component failure or defect. It is unknown whether another group home member or staff actuated the release latches. We are in the process of trying to recover the equipment for evaluation.

Event description:
During transfer of the patient from the chair, they failed and the patient fell backwards into the chair. This resulted in the patient striking the backrest and the backrest disconnected allowing the patient to fall backwards and hit their head. They said they believe the backrest disconnected because it was unlatched, but they don't know by whom and when .